Manufacturer narrative:
Information received from a foreign source who is not required to complete form .3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that a female patient underwent hip arthroplasty revision due to pain, limited mobility and dislocation. Patient x-rays were provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Complaint sample was evaluated and the reported event could not be confirmed. Inspection of the returned device revealed the rim feature is fractured through the locking groove. It cannot be confirmed if the fracture happened during the liner removal process or when the liner was inside the patient. Dimensional analysis cannot be performed due to the fracture. Review of the device history records did not find any deviations or anomalies. Root cause of the event cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.